Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 6 previously reported events are included in this follow-up record. Product return status: 6 devices were received. Event confirmation status: 6 reported events were confirmed. Evaluation results: 3 devices were found to be affected by nose tip separation and missing internal components. 2 devices were found to be affected by missing internal components. 1 device was found to be affected by nose tip separation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 6 device investigation type has not yet been determined. 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact.